Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was not making any sound. The patient had a blood glucose near 600mg/dl, with dehydration, nausea, urination, thirst, drowsiness. The patient received no unusual treatment.